Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va12c8w, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient fell in (B)(6) 2019 and started having pain so they turned stimulation off and the pain subsided. They also recently lost weight (not related to device/therapy) and has pain at pocket site. The diagnostics/troubleshooting performed was a battery check which showed battery had 100+ months and impedances were greater than 4000ohms on all four electrodes. The environmental/external/patient factors that may have led or contributed to the issue was the fall. As a result of what was reported, the healthcare provider (hcp) removed the system. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep said the implantable neurostimulator (ins) was explanted without a rep present. The rep asked the hcp if they sent the battery/lead back to the manufacturing company for analysis, but they said no. As a result of what was reported, the rep informed the hcp that the manufacturing company would leave a return packet at the facility for any possible future explants. No further patient complications have been reported as a result of this event.